Event description:
A 34 yr old type I diabetic was admitted to ICU with diabetic ketoacidosis and a blood glucose level of 437 mg/dl obtained with an unknown hosp device. Prior to the incident, the rptr stated that the suspect device gave "persistent low readings", and the insulin dosage was decreased based on these readings. Product labeling indicates that after several days of elevated blood glucose or in cases of dehydration or other hyperosmolar states such as dka, the suspect device, which uses capillary blood, may give readings lower than those obtained with venous samples.

Manufacturer narrative:
Standard disclaimer on file.